Manufacturer narrative:
Initial and final MDR 1901859 - MDR 3003442380-2024-11633 - device 4 of 4.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 18-may-2024, it was reported that the four infusion set leaking was insertion at site and infusion set is long for 16 hours. The blood glucose level was 172 mg/dl. No further information available.